Manufacturer narrative:
Due to character restrictions, event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) screen was changing the display characters.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and replaced the display screen which was supplied by the customer used from another unit. There were no failures in the logs due to interference issue, but the device still worked despite this. All functional and safety checks have been performed to meet factory specifications. The unit was returned to the customer.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) screen was changing the display characters. There was no patient involvement.

Manufacturer narrative:
Corrected field : h6 ( medical device ¿ problem code ). Updated field : b4 , g3 , g6 , h2, h11.

Event description:
N/a.